Event description:
It was reported that, "the arthroplasty was revised due to pain and instability. The tibial and femoral components were revised. The components were implanted in situ for 1/2y. Ucla scores are unavailable for this patient."

Manufacturer narrative:
Neither the device nor additional information is available from the research facility.